Event description:
Related manufacturer report number 1627487-2022-00588, 1627487-2022-00587, 1627487-2022-00586. It was reported that the patient had an infection at the cranial incision. As a result, surgical intervention occurred wherein the system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
An infection at the cranial incision was reported to abbott. As a result, the system was explanted to address the issue. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.